Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 530 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer's current blood glucose level was 456 mg/dl. Customer declined to troubleshoot for high blood glucose levels. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. Device was programmed with test minilink transmitter and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the value properly on display graph. (B)(4).